Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the implantable cardioverter defibrillator (ICD) was being programmed off due to a do-not-resuscitate (dnr) order, the magnet was removed from the device and then the device could not be interrogated. The magnet was re-applied, but no tones were emitted. The device remains in use and the health care professional stated due to the dnr, further actions were unlikely to be taken. No patient complications have been reported as a result of this event.